Event description:
Reporter alleged obtaining the results of 450 mg/dl, 301 mg/dl and 102 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. Reporter stated that the strips might have been removed and stored in a different container which is not what labeling recommends. A request was made for the return of the affected product.